Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.